Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Legal - according to the reporter, the patient underwent laparoscopic resection for small bowel obstruction. There were no initial complications during the procedure and immediately following the procedure. The patient then started to experience abdominal pains, nausea, vomiting, extraluminal free-air with suspicious anastomotic breakdown, anastomotic leak, inflammation, anastomosis site defect associated with fecal particles, severe acute suppurative inflammation, acute suppurative mesenteritis, acute peritonitis, ileus, fever from levofloxacin resistant-e coli bacterium, post op wound dehiscence, complication of postop ileus, fever, incision wound infection, dehiscence, tenderness, guarding, aerobic bacterial, and moderate gaseous distention of proximal and mid small bowel loops with associated air-fluid levels.. The patient treatment included additional hospitalization, additional homecare, an open major laparotomy incision with a finding of an anastomotic leak, attempt to repair the fascial dehiscence, wound exploration and secondary wound closure with drain, CT scan, medication required.

Manufacturer narrative:
Additional information received: b7, g3, h2, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Legal - according to the reporter, the patient underwent laparoscopic resection for small bowel obstruction. There were no initial complications during the procedure and immediately following the procedure. The patient then started to experience abdominal pains, nausea, vomiting, extraluminal free-air with suspicious anastomotic breakdown, anastomotic leak, inflammation, anastomosis site defect associated with fecal particles, severe acute suppurative inflammation, acute suppurative mesenteritis, acute peritonitis, ileus, fever from levofloxacin resistant-e coli bacterium, post op wound dehiscence, complication of postop ileus, fever, incision wound infection, dehiscence. The patient treatment included additional hospitalization, additional homecare, an open major laparotomy incision with a finding of an anastomotic leak, attempt to repair the fascial dehiscence, wound exploration and secondary wound closure with drain, CT scan, medication required.

Manufacturer narrative:
Additional information: a4, a5b, b5, b6, b7, g1, h2, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent laparoscopic resection for small bowel obstruction. There were no initial complications during the procedure and immediately following the procedure. The patient then started to experience abdominal pains and nausea and vomiting. The patient went to the ER and was noted to have extraluminal free-air with suspicious anastomotic breakdown. The patient underwent an open major laparotomy incision with a finding of an anastomotic leak. The surgeon noted that the appendix was secondarily inflamed from the anastomotic leak and was removed. Pathology revealed an anastomosis site transmural defect with associated fecal particles, severe acute suppurative inflammation, acute suppurative mesenteritis and acute peritonitis. The patient experienced complications with ileus and fever thought to be related to a levofloxacin resistant e. Coli bacterium. Following release, the patient developed a post-operative wound dehiscence which required an attempt to repair the fascial dehiscence. The patient underwent wound exploration and secondary wound closure with drain.